Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high" (specific value was not provided) and was "unconscious"; cause was not known. Customer required assistance from paramedics (nature of assistance was not available) and was "rushed to ER [emergency room]". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.